Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited high, out of range shock impedance. In 2020, the shock impedance was between 85 ohms to 115 ohms consistently. It has now risen to 126 ohms. The boston scientific representative suggested to the physician to perform a x-ray image, to confirm lead placement and integrity. The device remains implanted. No adverse patient effects were reported. Additional information was received that the patient was seen in the clinic for a follow up appointment. A synchronized shock was delivered. Shock impedance decreased to 80 ohms. An x-ray image was performed, showing no obvious abnormalities of the device. There is no plan for surgical intervention at this time. The device remains implanted. The physician will monitor the patient closely. No additional adverse patient effects were reported.